Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was in 41 mg/dl at the time of the incident and was treated with carbohydrates. The customer received a calibrate now alert outside of the expected timing. The customer informed that did not remove the sensor. The customer declined trouble shooting for low blood glucose. The device will not be returned for analysis.